Event description:
It was reported that increased impedance and decreased sensing was observed. Fluoroscopy revealed normal lead characteristics. The patient will be monitored. The patient's condition was good.

Manufacturer narrative:
(B)(4).